Event description:
Caller reported that cartridge leaked insulin on two occasions, both occurring on the same day. There was no adverse impact to customer's blood glucose level. The caller successfully changed the cartridge and resumed insulin therapy, and the technical support team initiated a return process for the faulty cartridge.